Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient was originally implanted with a light adjustable lens (lal, sn (B)(6), +19.0d) on (B)(6) 2019. The patient did not return to the clinic for any light treatments after the initial implantation. The patient presented several years later in 2024. Upon clinical examination, findings consistent with premature photopolymerization were noted. The lal was explanted and replaced with another lal (sn (B)(6), +19.0d) on (B)(6) 2024. Rxsight's first awareness of this event was on 03/12/2024.